Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels as high as 22.0 mmol/l since january, 2014. She was unsuccessful lowering the blood glucose levels via her infusion device. The patient switched to another infusion device and her blood glucose levels stabilized. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(4).